Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient indicated the remote home monitoring system had a red light. Patient services assisted the patient in successfully completing a remote home monitoring interrogation. Review of the remote home monitoring data found high out of range shock impedance measurement for the right ventricular (rv) lead of 127 ohms. It was noted the shock impedance measurement had been high, but within range approximately one month earlier with a measurement of 123 ohms. The field representative will be contacted in an attempt to obtain additional information from the facility. The rv lead remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient indicated the remote home monitoring system had a red light. Patient services assisted the patient in successfully completing a remote home monitoring interrogation. Review of the remote home monitoring data found high out of range shock impedance measurement for the right ventricular (rv) lead of 127 ohms. It was noted the shock impedance measurement had been high, but within range approximately one month earlier with a measurement of 123 ohms. The field representative will be contacted in an attempt to obtain additional information from the facility. The rv lead remains in service and no adverse effects were reported. Additional information was received that the physician notified the field representative the exact cause of the high shock impedance is not known. At this time they will continue to monitor the patient and contact the company if further assistance is needed. The rv lead remains in service and no adverse effects were reported.

Event description:
It was reported that the patient indicated the remote home monitoring system had a red light. Patient services assisted the patient in successfully completing a remote home monitoring interrogation. Review of the remote home monitoring data found high out of range shock impedance measurement for the right ventricular (rv) lead of 127 ohms. It was noted the shock impedance measurement had been high, but within range approximately one month earlier with a measurement of 123 ohms. The field representative will be contacted in an attempt to obtain additional information from the facility. The rv lead remains in service and no adverse effects were reported. Additional information was received that the physician notified the field representative the exact cause of the high shock impedance is not known. At this time they will continue to monitor the patient and contact the company if further assistance is needed. The rv lead remains in service and no adverse effects were reported. Additional information received indicates that this right ventricular (rv) lead delivered an inappropriate shock due to oversensing of noisy signals on the right ventricular (rv) lead channel. The shock triggered code 1005, indicating there was an open circuit condition during shock delivery. The physician decided to turn off therapies off and admitted the patient. Technical services (ts) reviewed the reports and noted the pacing and shock impedance values suddenly increased. The impedances were out of range. The thresholds also stopped collecting data. Ts provided following actions. The lead remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient was transferred and admitted to a complex implanting center for lead replacement. However, it could not be confirmed if the changeout occurred. With the given information, the lead remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.